Event description:
It was reported that the implantable cardioverter defibrillator exhibited slow charge time and premature battery depletion. The device was not used.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed but the reported event of long charge time was confirmed. Interrogation of the device revealed that it was above elective replacement indicator (eri) and the battery percentage remaining at implant was above the implant requirement. The battery depletion was determined to be normal. Review of device image confirmed a long charge time. The long charge time occurred prior to implant when the device was exposed to environmental factors. Product labeling specifies storage conditions are not to be less than 10 degrees celsius. The long charge time out occurred on a day when the temperatures were below 10 degrees celsius for all or part of the day in the location of the device. Further analysis was not performed.